Event description:
A healthcare professional reported difficulty tracking the pupils and obtaining contrast during refractive procedures. The procedures have been completed without consequences to the pt. No additional information is expected for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).